Manufacturer narrative:
(B)(4). Lead model 3888-28 lot# l37713 implanted: (B)(6) 1996 explanted: na. Extension model 7495-51 serial# (B)(4) implanted: (B)(6)1996 explanted: na. Adaptor model 74001 lot# n318550 implanted: (B)(6) 2012 explanted: na. Programmer model 37744 serial# (B)(4).

Event description:
The patient experienced a loss of therapeutic effect after feeling a few zaps in her legs. Typical amplitude was around 5v but currently felt nothing at 10.5v. The electrode configuration was adjusted with the same results. Palpating did not cause stimulation changes. Impedance tests and reprogramming were done on (B)(6) 2012 and x-rays were done on (B)(6) 2012. At that time there was no stimulation and no malfunctions were seen. The patient was going to be scheduled for surgery.